Event description:
It was reported that when attempting to deploy the 2.50x23mm xience pros drug-eluting stent (des), the balloon did not inflate and the stent was not deployed. A new unspecified stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported activation failure was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when attempting to deploy the 2.50x23mm xience pros drug-eluting stent (des), the balloon did not inflate and the stent was not deployed. A new unspecified stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.